Manufacturer narrative:
The viper cortical fixation screw was not returned for evaluation. Review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The device was released accomplishing all quality requirements. A twelve month trend analysis was performed on the cortical fixation screw family based on a similar geometric bottom loading design and functionality. It was noted that there were no related complaints for head dislodgement during removal of the viper extension. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the products evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The cortical fix polyaxial screw was returned for evaluation. Visual inspection revealed that the head, saddle and shank have separated. Further inspection found evidence that the tulip and saddle were assembled as intended. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trend analysis found no related complaints for failures occurring in the reported manner. The root cause for the cap disassembling intra-operatively cannot be positively identified using the information and sample provided. However, it is most likely that the tulip head was subjected to a higher than anticipated load resulting in the cap coming out of its intended location. No issue was identified in the manufacturing or release of this device. No systemic trend observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports what when advancing a concomitant device set screw to secure a concomitant device rod, it was found that the set screw was hard to insert. The surgeon removed the rod and adjusted the height of the viper cortical fixation screw. When re-inserting the set screw after the rod was placed again, a concomitant device open screw extension on l4 (left) seemed to interfere with the facet and it came off from the cortical fixation screw. The surgeon was attempting to remove the open screw extension on l3 (left) using a concomitant device castle nut driver in order to change the rod to drop-entry and it was found that the collet had been broken off from the cortical fixation screw head. The surgeon removed the screw (and broken collet) and used another screw to complete the procedure. The difficulty resulted in a fifteen minute delay to the procedure and there were no adverse consequences to the patient.